Event description:
It was reported that bd angiocath had foreign matter on the catheter. The following information was provided by the initial reporter, translated from portuguese to english: teflon particles adhered to the catheter.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder. All demographic information on the regulatory document states "confidential."

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 38833614 and lot number 4144812. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither physical samples nor picture samples were available for return, a thorough sample analysis could not be completed. Based on the investigation results, an exact cause could not be determined for the reported event. It is most likely the foreign matter can be attributed to a cleaning process of the catheter tipping machine. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.